Event description:
The customer reported that the power signal board was smoking and the system had a loss of functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power signal interface board and the batteries. The system operates as intended.